Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 161 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button and the buttons were unresponsive. Stuck button alarm troubleshooting was performed and completed. The insulin pump is not expected to return for analysis.